Event description:
X-ray revealed 2 broken screws. Revision surgery required to replace; one screw left implanted. Patiene outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional part involved in event: catalog # 94545. Part disposition remains implanted.